Event description:
It was reported that the patient experienced a sudden loss of stimulation while cleaning. The patient turned up stimulation to the highest setting and could not achieve stimulation coverage. The patient verified stimulation was on but was unable to feel stimulation at the 10.5 setting (the patient's usual setting was 3.5). Additional information has been requested from the hcp, but was not available as of the date of this report.